Event description:
New information received notes that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No intervention was performed. The patient was stable.

Event description:
New information received indicates programming changes were made upon discovery of the post-paced t-wave over-sensing. The patient was stable.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was discovered that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No intervention was performed. The patient was stable.